Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device stored episodes with anti-tachycardia pacing (atp) and device shock therapy provided to the patient. Boston scientific technical services (ts) reviewed the episodes and indicated that the device therapy was possibly provided due to an atrial arrhythmia with rapid ventricular response (rvr). This is inappropriate therapy. The therapy was not noted to have been exhausted. In addition, the right ventricular (rv) lead shock impedance was noted to be out of range. Ts provided guidance to the physician that evaluation of the rv lead is recommended. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device stored episodes with anti-tachycardia pacing (atp) and device shock therapy provided to the patient. Boston scientific technical services (ts) reviewed the episodes and indicated that the device therapy was possibly provided due to an atrial arrhythmia with rapid ventricular response (rvr). This is inappropriate therapy. The therapy was not noted to have been exhausted. In addition, the right ventricular (rv) lead shock impedance was noted to be out of range. Ts provided guidance to the physician that evaluation of the rv lead is recommended. The products remain in-service. No additional adverse patient effects were reported.